Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities..

Event description:
We became aware on 2/18/2025 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 12mm x 400mm standard im nail per the sign technique manual.